Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that starting on (B)(6) 2019, part of the needleless valve that is depressed when a syringe is attached is staying depressed. The exact date of each event is unknown. Eventually, after seconds or minutes, the valve returns to its normal position. When the valve returns to its normal position, it sprays the liquid that was in the device, such as blood or saline. These events are occurring when the product is used with 10ml syringes, including saline syringes and heparin syringes. The issue stopped once a different lot number was obtained. There was no harm to patients or caregivers.